Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. 636098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included low back pain (not recovered prior to essure) and heavy periods (not recovered prior to essure). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel / nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), hormone level abnormal ("hormonal changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), tooth disorder ("dental problems"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils) and surgery (tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, allergy to metals, migraine, headache, tooth disorder, nausea, dyspareunia, vaginal discharge, fatigue and weight increased was resolving, the abdominal pain, abdominal pain lower, bladder disorder and urinary tract disorder outcome was unknown and the menorrhagia, dysmenorrhoea and back pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all symptoms were decreased following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 111.3 kg/sqm. On (B)(6) 2009 by other (dye and us unit) showed total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporters, events - abnormal bleeding (vaginal, menorrhagia), hormonal changes, abnormal bleeding (general), allergic or hypersensitivity reaction type: nickel, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), dental problems, nausea, nickel allergy, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue and weight gain and lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. 636098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included low back pain (not recovered prior to essure) and heavy periods (not recovered prior to essure). In (B)(6). 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel / nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain"). On 29-may-2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), hormone level abnormal ("hormonal changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), tooth disorder ("dental problems"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils) and surgery (tubal ligation). Essure was removed on 10-apr-2017. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, allergy to metals, migraine, headache, tooth disorder, nausea, dyspareunia, vaginal discharge, fatigue and weight increased was resolving, the abdominal pain, abdominal pain lower, bladder disorder and urinary tract disorder outcome was unknown and the menorrhagia, dysmenorrhoea and back pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all symptoms were decreased following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 111.3 kg/sqm. On aug2009 by other (dye and us unit) showed total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.